Manufacturer narrative:
A ge representative evaluated the system and reloaded the original software. System operates as intended.

Event description:
Customer reported the system has a software problem. The system will boot up with a blank left screen and the right screen will not come on. No patient injury was reported.